Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), device dislocation ('migration of essure device') and genital haemorrhage ('abnormal bleeding(general)') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (2 live births on 30mar2007 and 08nov2010), miscarriage, abortion and ovarian cyst. Previously administered products included for birth control: norethindrone from 2010 to 2011 and mirena from 2007 to 2009. Concurrent conditions included overweight, fatty liver, asthma, anemia, hypertension, pre-eclampsia, uterine bleeding, back pain, dysuria, hemorrhagic cyst, fever and body mass index normal. Concomitant products included nifedipine (procardia) since 8-nov-2010 and ondansetron (zofran). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal distension ("gastrointestinal or digestive system condition:bloating"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In december 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In december 2011, the patient experienced menorrhagia ("severe menstrual bleeding/abnormal bleeding(menorrhagia)"). In december 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In december 2011, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In december 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual cramping/dysmenorrhea (cramping)"), vaginal discharge ("irregular vaginal discharge"), vaginal infection ("infection (bladder/ urinarytract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("ychological or psychiatric problems, migraines /headaches"), headache ("ychological or psychiatric problems, migraines /headaches"), adenomyosis ("gastrointestinal or digestive system condition:adenomyosis"), ureterolithiasis ("ureteral calculus"), gastric disorder ("gastrointestinal or digestive system condition type: stomach issues"), anxiety ("psychological or psychiatric problems: anxiety") and depression ("psychological or psychiatric problems: depression") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). On (B)(6) 2012, the patient was found to have uterine leiomyoma ("fibroids"). On (B)(6) 2015, the patient experienced procedural pain ("following the surgery, she suffered a painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain ("severe upper and lower abdominal pain"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection (bladder/ urinarytract/vaginal)"), urinary tract infection ("infection (bladder/ urinarytract/vaginal)") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - cystoscopy and extensive lysis of adhesions). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the device dislocation, genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal pain, vaginal discharge, procedural pain, hormone level abnormal, hypersensitivity, cystitis, vaginal infection, urinary tract infection, female sexual dysfunction, migraine, headache, weight increased, adenomyosis, abdominal distension, dyspareunia, gastric disorder, abdominal pain upper, anxiety and depression outcome was unknown and the ureterolithiasis and uterine leiomyoma had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adenomyosis, anxiety, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastric disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, procedural pain, ureterolithiasis, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: symptoms have mostly resolved, following such surgery. Current weight 145 lbs. As per pfs plaintiff claimed pregnancy (with complications), onset may-2001 (which is before essure placement). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on 12-aug-2011: results: total bilateral occlusion..; on 12-aug-2011: results: occluding the fallopian tubes bilaterally.. Concerning the injuries reported in this case, the following ones were confirmed inpatient¿s medical records: "abdominal bloating, fibroids/leiomyoma of uterus,pelvic pain,left ureteral calculus,dyspareunia,heavy bleeding." Most recent follow-up information incorporated above includes: on 14-jun-2019: plaintiff fact sheet received. Gastrointestinal or digestive system condition type: unspecified was updated to gastrointestinal or digestive system condition type: stomach issues. Concomitant medication was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("severe menstrual bleeding"), dysmenorrhoea ("severe menstrual cramping"), abdominal pain ("severe upper and lower abdominal pain") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy to remove her essure device.). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the patient experienced procedural pain ("following the surgery, she suffered a painful post-operative recovery"). At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, vaginal discharge and procedural pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain, procedural pain and vaginal discharge to be related to essure. The reporter commented: symptoms have mostly resolved, following such surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), device dislocation ("migration of essure device") and genital haemorrhage ("abnormal bleeding(general)") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (2 live births on 30mar2007 and 08nov2010), miscarriage, abortion and ovarian cyst. Previously administered products included for birth control: mirena and norethindrone. Concurrent conditions included overweight, fatty liver, asthma, anemia, hypertension, pre-eclampsia, uterine bleeding, back pain, dysuria, hemorrhagic cyst and fever. Concomitant products included ondansetron (zofran). On (B)(6) 2011, the patient had essure inserted. On (B)(6)2011, the patient experienced abdominal distension ("gastrointestinal or digestive system condition:bloating"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced menorrhagia ("severe menstrual bleeding/abnormal bleeding(menorrhagia)"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In december 2011, the patient experienced dysmenorrhoea ("severe menstrual cramping/dysmenorrhea (cramping)"), vaginal discharge ("irregular vaginal discharge"), vaginal infection ("infection (bladder/ urinarytract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("ychological or psychiatric problems, migraines /headaches"), headache ("ychological or psychiatric problems, migraines /headaches"), adenomyosis ("gastrointestinal or digestive system condition:adenomyosis"), ureterolithiasis ("ureteral calculus"), gastrointestinal disorder ("gastrointestinal disorder"), anxiety ("psychological or psychiatric problems: anxiety") and depression ("psychological or psychiatric problems: depression") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). On 11-sep-2012, the patient was found to have uterine leiomyoma ("fibroids"). On (B)(6) 2015, the patient experienced procedural pain ("following the surgery, she suffered a painful post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe upper and lower abdominal pain"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection (bladder/ urinarytract/vaginal)"), urinary tract infection ("infection (bladder/ urinarytract/vaginal)"), dyspepsia ("digestive disorder") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - cystoscopy and extensive lysis of adhesions). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the device dislocation, genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal pain, vaginal discharge, procedural pain, hormone level abnormal, hypersensitivity, cystitis, vaginal infection, urinary tract infection, female sexual dysfunction, migraine, headache, weight increased, adenomyosis, abdominal distension, dyspareunia, ureterolithiasis, uterine leiomyoma, dyspepsia, abdominal pain upper, anxiety and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adenomyosis, anxiety, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, procedural pain, ureterolithiasis, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: symptoms have mostly resolved, following such surgery. Current weight 145 lbs. As per pfs plaintiff claimed pregnancy (with complications), onset (B)(6) 2001 (which is before essure placement). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion..; on 12-aug-2011: results: occluding the fallopian tubes bilaterally. Concerning the injuries reported in this case, the following ones were confirmed inpatient¿s medical records: abdominal bloating,fibroids / leiomyoma of uterus,pelvic pain,left ureteral calculus,dyspareunia,heavy bleeding. Most recent follow-up information incorporated above includes: on 4-jan-2019: pfs received. Concomitant drug was added. Event outcome of pain was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), device dislocation ("migration of essure device") and genital haemorrhage ("abnormal bleeding(general)") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (2 live births on (B)(6) 2007 and (B)(6) 2010), miscarriage and abortion. Previously administered products included for birth control: mirena and norethindrone. Concurrent conditions included overweight, fatty liver, asthma, anemia, hypertension, pre-eclampsia, uterine bleeding, back pain, dysuria, hemorrhagic cyst and fever. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced abdominal distension ("gastrointestinal or digestive system condition:bloating"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In december 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In december 2011, the patient experienced menorrhagia ("severe menstrual bleeding/abnormal bleeding(menorrhagia)"). In december 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In december 2011, the patient experienced vaginal discharge ("irregular vaginal discharge"), hormone level abnormal ("hormonal changes"), vaginal infection ("infection (bladder/ urinarytract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("ychological or psychiatric problems, migraines /headaches"), headache ("ychological or psychiatric problems, migraines /headaches"), weight increased ("weight gain"), adenomyosis ("gastrointestinal or digestive system condition:adenomyosis"), ureterolithiasis ("ureteral calculus"), gastrointestinal disorder ("gastrointestinal disorder"), anxiety ("psychological or psychiatric problems: anxiety") and depression ("psychological or psychiatric problems: depression"). In december 2011, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2012, the patient experienced uterine leiomyoma ("fibroids"). On (B)(6) 2015, the patient experienced procedural pain ("following the surgery, she suffered a painful post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual cramping/dysmenorrhea (cramping)"), abdominal pain ("severe upper and lower abdominal pain"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection (bladder/ urinarytract/vaginal)"), urinary tract infection ("infection (bladder/ urinarytract/vaginal)"), dyspepsia ("digestive disorder") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - cystoscopy and extensive lysis of adhesions) and surgery (hysterectomy with bilateral salpingectomy - cystoscopy and extensive lysis of adhesions). Essure was removed on (B)(6) 2015 at the time of the report, the pelvic pain, device dislocation, genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal pain, vaginal discharge, procedural pain, hormone level abnormal, hypersensitivity, cystitis, vaginal infection, urinary tract infection, female sexual dysfunction, migraine, headache, weight increased, adenomyosis, abdominal distension, dyspareunia, ureterolithiasis, uterine leiomyoma, dyspepsia, abdominal pain upper, anxiety and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adenomyosis, anxiety, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, procedural pain, ureterolithiasis, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: symptoms have mostly resolved, following such surgery. Current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on 12-aug-2011: total bilateral occlusion.. Then occluding the fallopian tubes bilaterally. Concerning the injuries reported in this case, the following ones were confirmed inpatient¿s medical records: abdominal bloating,fibroids / leiomyoma of uterus,pelvic pain,left ureteral calculus,dyspareunia,heavy bleeding . Most recent follow-up information incorporated above includes: on 30-jul-2018: plaintiff fact sheet received, event added- anxiety, depression. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), device dislocation ("migration of essure device") and genital haemorrhage ("abnormal bleeding(general)") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (2 live births on (B)(6) 2007 and (B)(6) 2010), miscarriage, abortion and ovarian cyst. Previously administered products included for birth control: mirena and norethindrone. Concurrent conditions included overweight, fatty liver, asthma, anemia, hypertension, pre-eclampsia, uterine bleeding, back pain, dysuria, hemorrhagic cyst, fever and body mass index normal. Concomitant products included ondansetron (zofran). On (B)(6) 2011, the patient had essure inserted. (B)(6) 2011, the patient experienced abdominal distension ("gastrointestinal or digestive system condition:bloating"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced menorrhagia ("severe menstrual bleeding/abnormal bleeding(menorrhagia)"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("severe menstrual cramping/dysmenorrhea (cramping)"), vaginal discharge ("irregular vaginal discharge"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("ychological or psychiatric problems, migraines /headaches"), headache ("ychological or psychiatric problems, migraines /headaches"), adenomyosis ("gastrointestinal or digestive system condition:adenomyosis"), ureterolithiasis ("ureteral calculus"), gastrointestinal disorder ("gastrointestinal disorder"), anxiety ("psychological or psychiatric problems: anxiety") and depression ("psychological or psychiatric problems: depression") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). On (B)(6) 2012, the patient was found to have uterine leiomyoma ("fibroids"). On (B)(6) 2015, the patient experienced procedural pain ("following the surgery, she suffered a painful post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe upper and lower abdominal pain"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), dyspepsia ("digestive disorder") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - cystoscopy and extensive lysis of adhesions). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the device dislocation, genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal pain, vaginal discharge, procedural pain, hormone level abnormal, hypersensitivity, cystitis, vaginal infection, urinary tract infection, female sexual dysfunction, migraine, headache, weight increased, adenomyosis, abdominal distension, dyspareunia, dyspepsia, abdominal pain upper, anxiety and depression outcome was unknown and the ureterolithiasis and uterine leiomyoma had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adenomyosis, anxiety, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, procedural pain, ureterolithiasis, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: symptoms have mostly resolved, following such surgery. Current weight 145 lbs. As per pfs plaintiff claimed pregnancy (with complications), onset (B)(6) 2001 (which is before essure placement). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion..; on (B)(6) 2011: results: occluding the fallopian tubes bilaterally. Concerning the injuries reported in this case, the following ones were confirmed inpatient¿s medical records: abdominal bloating,fibroids / leiomyoma of uterus,pelvic pain,left ureteral calculus,dyspareunia,heavy bleeding most recent follow-up information incorporated above includes: on 10-apr-2019: plaintiff fact sheet received. Event outcome was updated for the event uretal calculus and fibroids. Concomitant condition was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), device dislocation ("migration of essure device") and genital haemorrhage ("abnormal bleeding(general)") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (2 live births on (B)(6)2007 and (B)(6)2010), miscarriage and abortion. Previously administered products included for birth control: mirena and norethindrone. Concurrent conditions included body mass index normal, fatty liver, asthma, anemia, hypertension, pre-eclampsia, uterine bleeding, back pain, dysuria, hemorrhagic cyst and fever. On (B)(6)2011, the patient had essure inserted. On (B)(6) 2012, 1 year 6 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("gastrointestinal or digestive system condition:bloating") and uterine leiomyoma ("fibroids"). On (B)(6) 2012, the patient experienced menorrhagia ("severe menstrual bleeding/abnormal bleeding(menorrhagia)"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced procedural pain ("following the surgery, she suffered a painful post-operative recovery"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2016, the patient experienced ureterolithiasis ("ureteral calculus"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual cramping/dysmenorrhea (cramping)"), abdominal pain ("severe upper and lower abdominal pain"), vaginal discharge ("irregular vaginal discharge"), hormone level abnormal ("hormonal changes"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection (bladder/ urinarytract/vaginal)"), vaginal infection ("infection (bladder/ urinarytract/vaginal)"), urinary tract infection ("infection (bladder/ urinarytract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("ychological or psychiatric problems, migraines /headaches"), headache ("ychological or psychiatric problems, migraines /headaches"), weight increased ("weight gain"), adenomyosis ("gastrointestinal or digestive system condition:adenomyosis"), gastrointestinal disorder ("gastrointestinal disorder"), dyspepsia ("digestive disorder"), abdominal pain upper ("stomach pain") and mental disorder ("psychological or psychiatric problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - cystoscopy and extensive lysis of adhesions).essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal pain, vaginal discharge, procedural pain, hormone level abnormal, hypersensitivity, cystitis, vaginal infection, urinary tract infection, female sexual dysfunction, migraine, headache, weight increased, adenomyosis, abdominal distension, dyspareunia, ureterolithiasis, uterine leiomyoma, dyspepsia, abdominal pain upper and mental disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adenomyosis, cystitis, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, mental disorder, migraine, pelvic pain, procedural pain, ureterolithiasis, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: symptoms have mostly resolved, following such surgery. Current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion.. Then occluding the fallopian tubes bilaterally. Concerning the injuries reported in this case, the following ones were confirmed inpatient¿s medical records: abdominal bloating,fibroids / leiomyoma of uterus,pelvic pain,left ureteral calculus,dyspareunia,heavy bleeding most recent follow-up information incorporated above includes: on (B)(6) 2018: hormonal changes, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, infection (bladder/ urinary tract/vaginal), apareunia (inability to have sexual intercourse), psychological or psychiatric problems, migraines / headaches, migration of essure device, dysmenorrhea (cramping), surgery (other) (type of surgery: hysterectomy), , vaginal discharge, weight gain, gastrointestinal or digestive system condition,adenomyosis and bloating. Concomitant disease, historical condition, lab data were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.